Manufacturer narrative:
During the quality investigation the customer's complaint was confirmed; overheating was duplicated. Further investigation revealed a broken rotor and drive shaft and a corroded motor cartridge. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a wisdom teeth extraction. No adverse event was reported; the procedure was successfully completed with the same device without any procedure delay.